Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the seal had already been depressed by the delivery tube, this was out of box. The loader pushed the green buttons on the loader device and the seal was not rolling correctly to the delivery tube; therefore, the seal did not load properly. The surgeon use a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection showed that the seal was outside of the deployment tube and the seal loader was not returned as part of the complaint. No further analysis can be conducted at this point in time. The reported complaint is not confirmed for seal did not load properly.